Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both of cylinders had a wear at a fold in the cylinder body; no leaks were found. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8 lbs. Activation test. The pump therefore required more than 8 lbs. Of force to activate. Product analysis confirmed the reported pump malfunction but unable to confirm the reported fluid leak. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device performance issue. Pump would not pump. There was no fluid found in the system upon explant. All components explanted and replaced.

Manufacturer narrative:
Field change: b5,h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both of cylinders had a wear at a fold in the cylinder body; no leaks were found. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device performance issue. Pump would not pump. There was no fluid found in the system upon explant. All components explanted and replaced.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device performance issue. Pump would not pump. All components explanted and replaced.